Manufacturer narrative:
The implant date, explant date, lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was not operating as intended and the right cylinder was torn. The device was explanted and replaced with a new ipp. No patient complications were reported.